Manufacturer narrative:
The technician also noted that the handpiece continued to run after the trigger was released.

Event description:
It was reported that during equipment testing conducted at the manufacturer facility, the device ran without user activation after the trigger was released. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.